Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker was in backup vvi mode and that normal functions were later restored. There was no reported adverse consequence for patient due to the pacemaker being in backup vvi mode.